Event description:
Customer called to report a lancet protruded beyond the device end cap. Lancet is properly seated. A request was made for the return of the device. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.